Event description:
Patient was revised due to tibial tray loosening. Loosening was at the cement/implant interface. Depuy cement and tibial tray have been reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-18536. This report, 1818910-2014-18549, will be rejected. 1818910-2014-18536 will be kept for investigation purposes.